Event description:
As reported by our middle eastern affiliate, during a bioprosthetic mitral valve replacement procedure, a 26mm sapien xt valve was deployed 40:60 aortic/ventricular (a/v) in a physio-ii ring via transapical approach. Post deployment, moderate to severe paravalvular leak (pvl) was observed. A second xt valve was deployed a little more into the atrium, reducing the pvl to mild. The cause of the too aortic position of the initial xt valve could not be determined. It was speculated that the pre-existing mitral ring was quite rigid and placing the xt valve inside the ring may have made it non-circular. It was also speculated that the xt valve may have been pushed by the pre-existing mechanical aortic valve during deployment.

Manufacturer narrative:
At this time, the thv is not indicated for use inside a prosthetic mitral valve, and there is no guidance in the thv training manual on usage of a sapien xt valve within a mitral valve. Testing performed by edwards documents the phenomena of high placement of the thv in a native aortic annulus, which would be relevant in the scenario of a thv in a mitral valve, as well. Inaccurate deployment (too high or too low in the mitral valve) could result in clinically significant hemodynamic compromise, implantation of a second valve, embolization of the valve, and/or may require additional intervention to secure or remove the valve. In this case, the cause of the too aortic position of the xt valve in the bioprosthetic mitral ring could not be determined. Patient factors (rigid mitral valve ring, mechanical aortic valve) may have contributed to the malposition of the initial xt valve, resulting in moderate to severe pvl. A second xt valve was successfully deployed within the first valve, reducing the pvl to mild.